Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was noted yellow collecting waves were seen on the remote communicator. The data was reviewed and it was noted the rf did not appear to be high enough to be blocking interrogations. It was also noted the home environment seemed to be an unlikely cause. It was recommended the patient work with the clinic to verify the settings in the pacemaker. Ts referred the patient to the clinic. This pacemaker remains in service and no adverse patient effects were reported.